Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose. Troubleshooting was performed. The prime and displacement tests passed. However, the high pressure test failed. Nothing further was reported.